Event description:
It was reported that during a procedure, the software did not confirm two steps: that a component was attached to the system and that the c-arm was properly aligned. An add'l x-ray was taken, but the system would still not confirm these points. The system was re-booted and a third x-ray was taken. At this point, the x-ray was accepted by the system and all points were immediately confirmed. The delay was reported as approx 30 seconds due to this event. The procedure was successfully completed as planned with no allegation of adverse consequences.

Manufacturer narrative:
The investigation is ongoing. A follow up report will be filed when the investigation is complete.